Manufacturer narrative:
Baxter received a report from customer noting power cord looks burned at the end that goes into the wall. There was no report of injury, fire or sparks. The vest® airway clearance system instructions for use (IFU) documents several warnings for the users to help prevent injury and/or equipment damage. The following warnings should be obeyed: -if this product has a damaged power cord or plug, is not working properly, or has been dropped or damaged, do not operate it. For examination and repair, contact hill-rom. Additionally, to help prevent injury and/or equipment damage during cleaning of the device, the following warnings should be obeyed: -inspect the air pulse generator and garments before each use. In addition, after each cleaning cycle, visually inspect each component for any wear, tear, or deformity. If you have any concern about a component, do not use it, and replace that component before the next therapy session. Upon technical support, customer noted the power cord had been discarded so it was unable to be return for further investigation. A new power cord was shipped overnight to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from customer noting power cord looks burned at the end that goes into the wall. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).